Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure that was completed with cryo, the patient experienced chest pain, and a pericardial effusion was noted. It was noted that during the procedure, an electrophysiology (ep) catheter was used to create a cavo-tricuspid isthmus (cti) block line. The patient's hospitalization was extended. The patient is noted to be stable at this time. No further patient complications have been reported as a result of this event.